Event description:
It was reported that the patient received the end of battery life message (eol) message from their spinal cord stimulator (scs) system implantable pulse generator (ipg). The patient was a high energy user which is thought to be reason the device battery depleted. The patient is doing well post operatively. The ipg will not be returned for analysis as it was disposed of by the facility.

Event description:
It was reported that the patient received the end of battery life message (eol) message from their spinal cord stimulator (scs) system implantable pulse generator (ipg). The patient was a high energy user which is thought to be reason the device battery depleted. The patient is doing well post operatively. The ipg will not be returned for analysis as it was disposed of by the facility. It was additionally reported that the patient had a loss of stimulation due to the the ipg being fully depleted.